Event description:
Foley catheter balloon unable to be deflated prior to vaginal delivery. Attempt to remove by cutting foley performed after inability to release balloon, was performed unsuccessfully. Balloon eventually released using transvaginal release with spinal needle per urology recommendations.